Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Four days post-operatively, the pt presented with bilateral diffuse lamellar keratitis (dlk). Flap lift and rinse was performed on both eyes and the pt was treated with topical steroids. At eighteen days post-operatively, dlk had resolved in both eyes. Pre-op bcva on right eye was 20/40 and left eye 20/25. Post-op bcva on right eye was 20/20 and left eye 20/25.